Event description:
A trilogy evo ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device an active exhalation occurred. The unit does not connect to the trilogy evo service too and errors can't be read. In-line filter is contaminated. Air inlet foam filter will be replaced.